Event description:
I purchased a malem bedwetting alarm recently. On the very first night, within just a few hours of using it, the alarm overheated and burnt my son on his neck and shoulder. We applied ointment and later visited the dr to ease his burns. I would like the FDA to take necessary action against this company. (B)(6).